Event description:
Boston scientific received information that this device was explanted with an allegation of early battery depletion. The explanted device is intended to be returned for a longevity post market assessment for warranty consideration. No other adverse effects reported and another boston scientific device successfully implanted.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Following product return and completion of lab analysis a follow-up report will be submitted.